Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger h3: the recharger, model# 97755 serial# (B)(6), was returned for product analysis. Analysis of the recharger revealed a recharge antenna failure; the "no device found" and "poor recharge quality" messages were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated that for the past couple weeks they have been having issues charging their implant. Caller stated that the recharger paddle is getting really hot where the cord goes into the paddle and it's not charging the implant correctly. Caller added that they have to charge the implant every other day, but yesterday it got really bad and the implant wouldn't charge at all. Caller noted that the implant is now dead. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. References the main component of the system. Other medical products in use during the event include:   brand name intellis; product ID 97755 serial: (B)(6); product type: 0213-recharger; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.